Manufacturer narrative:
Block b3: exact date unknown, event occurred several weeks ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. It was also noted that the patient felt sensitivity to postural stimulation. The patient underwent a lead revision procedure and was doing well postoperatively.